Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 166 mg/dl. The customer reported that the pump was not dropped nor bumped. The customer was advised to revert to a backup plan per health care provider's instructions.